Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was exhibited high pacing threshold measurements at implant. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.